Event description:
A surgeon reported that the cassette leaked during the ultrasound portion of a cataract with iol (intraocular lens) implant procedure. The surgery was completed after exchanging the console. There was no harm to the patient. Additional information has been requested, however none has been provided to date.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).